Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for staph aureus in patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the nurse stated that on (B)(6) 2011, the patient experienced repeat bacterial peritonitis that resulted in hospitalization on the same day. On (B)(6) 2011, a peritoneal effluent culture was performed which revealed staph aureus. Treatment included unspecified antibiotics. The cause of the bacterial peritonitis was unknown. On an unknown date, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis with culture positive for staph aureus was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f01101, h11e19022 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.